Manufacturer narrative:
Manufacturing evaluation details, the part was received for inspection. The housing tip shows deformation in the rod holding area and the hook has a 3mm-4mm crack. The part initially conformed to all requirements per the certificates of compliance and was inspected / conformed to the synthes incoming final inspection. The cause of the complaint condition (possible to mount the rod, but impossible to fix) is undetermined. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. A device history records review has been requested. The device has been returned and the investigation is ongoing. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: 10nm torque limiting ratchet handle falls apart, not sure if 10 nm torque is achieved. The rod holder: it is possible to mount the rod, but impossible to fix. The event happened during surgery, no patient harm. This complaint is on the rod holder. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
A device history review was performed. (B)(4) manufactured the rod introducer, p/n 03.616.048, lot # 6732351. The lot was manufactured by and processed per specification requirements as noted in the certificate of compliance, dated november 10, 2011, and indicates the lot was made to revision e. The lot was inspected and conformed to the synthes incoming final inspection sheet # (B)(4), revision f. The rod introducer was made to the synthes drawing # (B)(4), revision e, released on july 29, 2011. The complaint was determined to be indeterminate .

Manufacturer narrative:
Product development evaluation was performed on the returned product. The mis instrumentation for the matrix spine system includes a rod introducer/holder (03.616.048). The instrument allows for articulation of the mis rod for proper placement on the pedicle screws. The product drawings were reviewed and the materials are adequate for the device's intended use. Although the loading scenario is unknown, there is a crack approximately 3mm in length originating at the 0.2mm radius on the distal end of the instrument. Compliment devices were used in bench testing - rod 04.651.530 lot# 7521060 and 04.651.300 lot# 3581700. Neither rod remained fixed to the rod holder when the handle was squeezed in the locked position. Once there is a deformation (yielding of material) in this location of the instrument, the instrument may not hold or "brake" the rod from articulating properly although a crack may not be evident at that point in time. Eventually this deformation can lead to a fracture at this point. The 0.2mm radius can be as small as 0.13mm (0.2mm +/- 0.07mm) per the drawing specification. This small radius is a stress riser and can lead to a crack propagating as seen in this complaint if a bending load is applied during the procedure.